Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 800 synchron clinical system gave an erroneously low sodium (na) result for a single pt sample. The erroneous result was reported out of the lab. The pt received incorrect treatment based upon the erroneous date for 24 hours. The customer stated that a body fluid sample was assayed for na. The operator chose the sample type 'other' when programming the system. The result was out of instrument range (oir) low. There is no option to program a reportable range for sample type 'other'. The default reportable range for 'other' is the same as for serum samples, 95-210 mmol/l. The range for urine samples is 5-330 mmol/l. There is no way for the customer to determine the reportable range from the set-up screen. There is no labeling in the dxc IFU or reference manual regarding sample type 'other' and ranges. The customer assumed the range for 'other' was the same as the range for urine samples and reported <10 mmol/l. The sample was repeated the next day with sample type 'urine' selected. The result was 68 mmol/l. The sample was then run on a blood gas analyzer and the na result was 97 mmol/l.

Manufacturer narrative:
Service was not requested. The cause was misinterpretation by the customer of the analytical range. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.